Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the very tortuous and very calcified right coronary artery. An opticross 6 hd imaging catheter was advanced for an ultrasound examination of the target lesion. During the procedure, when they attempted to deliver the opticross, it kinked and caught on the wire, requiring everything to be removed. The vessel was rewired, and a second opticross was attempted, but it also kinked. After ballooning and stenting, a third opticross was attempted however, it again kinked at the same distal location and caught the non-boston scientific wire, which had to be removed along with the opticross. The procedure was completed with another of the same device. There was no patient complications reported and the patient fully recovered.

Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the very tortuous and very calcified right coronary artery. An opticross 6 hd imaging catheter was advanced for an ultrasound examination of the target lesion. During the procedure, when they attempted to deliver the opticross, it kinked and caught on the wire, requiring everything to be removed. The vessel was rewired, and a second opticross was attempted, but it also kinked. After ballooning and stenting, a third opticross was attempted however, it again kinked at the same distal location and caught the bmw wire, which had to be removed along with the opticross. The procedure was completed with another of the same device. There was no patient complications reported. The patient fully recovered.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was kinked, and the guidewire exit port was damaged, but the distal section of the tip was in good condition. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation was assigned the conclusion code adverse event related to patient condition. The lifted exit port and the kinked imaging window were most likely caused by friction during advancement of the device into the patient`s anatomy, influenced by lesion characteristics and user maneuvers that could lead to excessive friction and deformation of the material. Review of the DHR confirmed that the device met all manufacturing specifications, with no deviations identified. Based on the available information, the reported anatomical factors were considered the most probable contributors to the reported findings.